Manufacturer narrative:
The instrument case associated with the reported event was not returned for evaluation. The product lot code required to identify the manufacture date was not provided. A search of the complaint database found additional reports of bracket delamination for sigma hp instrument cases. Previous investigation did not conclusively determine the root cause, although it is the supplier manufacturing process related. Details of this issue have been documented through pra / hhe ((B)(4)) and CAPA (B)(4). The investigation could not draw any conclusions about the current reported instrument case damage based on the provided information. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A small piece of the grey plastic tray liner was found in the patient. It was believed to be stuck to the tibial tray trial from the fb tibia prep set #2.